Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particle material on the shell, red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii, inflammation, and silicone migration.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii-iii, "surrounding histiocytic inflammation with foreign body reaction", and "three lymph nodes with embedded amorphous transparent material with a histiocytic resorptive inflammation with foreign body reaction, compatible with silicone components." Device has been explanted.

Event description:
Physician reported "three lymph nodes with stored amorphous transparent material with a histiocytic resorptive inflammation with foreign body reaction, compatible with silicon components. In addition, black pigmented foreign material, compatible with tattoo pigment, is also present in the lymph nodes. The histological material revealed no evidence of malignancy." Physician also confirmed that there "is no evidence of an implant rupture or silicon bleeding". This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6., d.8., h.6. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.